Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device would not complete the boot-up cycle. In this state, the device would be inoperable, and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was a failed system pcb assembly. A replacement for this part is no longer available. The customer has been advised that their device is not repairable.